Event description:
It was reported that the g7 depth gauge and u-joint driver were broken. No patient involvement reported. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). The reported device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.